Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report an adverse event, with additional information provided by the same reporter, concerns a 80 years old female patient, of unknown origin. Medical history and concomitant medications were not provided. The patient received somatropin (humatrope), unknown dose, frequency, route of administration and indication, beginning the therapy in 2003. In 2003, since the first administration of somatropin via humatropen, the patient was advised to let the pen pressed into the skin for 1.5 hours to be sure that the product was diffusing, so since that day, patient spent 1.5 hours every day to maintain her pen. The patient started using humatropen 6 mg on an unspecified date. On unknown date, the reporting pharmacist stated that patients pen was leaking a lot and thought she was using her pen incorrectly. It was also reported that the cold chain was interrupted repeatedly and due to this, the product could be ineffective, what could explain the decompensation of patients pituitary insufficiency. On unknown date, unknown time after beginning somatropin therapy via humatropen 6 mg (unknown lot number, product complaint number 4398381), the patient was hospitalized for a sepsis on an urinary infection and decompensation of her pituitary insufficiency (unknown start dates of events). The reporter was not sure if the patient received the right dose due to wrong use of the product. Information regarding corrective treatment, laboratorial examinations, events outcomes, discharged date and therapy status was not provided. The patient operated the device and it was unknown if she was trained. The reporter did not know if the patient had used the same pen for 15 years did not know how long she used the reported device. Return status of the pen was not provided. No assessment of relatedness was provided for the events and the somatropin drug. The reporting pharmacist did not know if the events of sepsis on an urinary infection and decompensation of her pituitary insufficiency were linked to humatropen device. Update 03jul2018: additional information received on 27jun2018 from initial reporter. This case was upgraded to serious due to the new serious events of sepsis, urinary infection and decompensation of patients pituitary insufficiency (which was updated from non-serious to serious), added as reasons for hospitalization. It was also added non-serious event of wrong dose, updated humatropen device to humatropen 6 mg and added causality opinion of serious events with device. Narrative and corresponding fields were updated. Update 11jul2018: updated medwatch fields for expedited device reporting. No new information added. Edit 13jul2018: upon review on 13jul2018 re opened the case to delete the events of wrong technique and drug ineffective, that were wrongly coded, and added a non serious event of incorrect storage. It was also updated the relatedness of the humatropen with the event of wrong drug. Narrative and corresponding fields were updated accordingly.